Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's right hip was revised. As reported by rep: "loose cup and broken hip screws." Spoke to the rep. The screws were broken at the head. To remove the remainder of the screws, the surgeon did not want to go after the screws individually due to the poor quality of the patient's acetabulum. Instead, the remainder of the screws came out with bone while reaming for a new cup. Intra-operatively, the ceramic head was noted to have worn due to articulating against the patient's pelvis. The shell, 2 screws, liner, and head were revised. Rep confirmed there are no allegations against the revised liner.